Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. On the date of follow up all lead parameters including pace impedance were within normal limits. When the physician tested the patient's system in an alternate configuration diaphragmatic stimulation was observed. No changes were made to the patient's system with additional follow up planned at a later date. No adverse patient effects were reported.